Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device is not switching on. There was no reported patient involvement.

Event description:
The customer reported that the device is not switching on. The efficia dfm100 defibrillator, model866199, is substantially similar to the heartstart xl defibrillator (model 861290) and will be reported in the united states under device model 861290. There was no reported patient involvement.